Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer experienced high blood glucose levels of 476 mg/dl. The customer treated their blood glucose levels with a manual injection. The customer mentioned that their infusion set had a bent cannula. The customer was assisted with troubleshooting to resolve the issue. The product did not return for analysis.